Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil encountered resistance with the echelon catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery segment with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that after the axium spring coil was hydrated normally, the microcatheter echelon-10 was used to enter the lesion, and the lvis 4.0x22 stent was used for assistance. After the spring coil entered the tumor, the resistance increased. By constantly adjusting the microcatheter, the resistance was still very large, and the tube kicking was significantly intensified. The only way was to withdraw and replace it with a new coil of the same modal, and the implantation was successful. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received stating that the cause of the resistance was not determined, but after replacing the coil it filled smoothly. The resistance occurred in the proximal end of the catheter and the coil did come out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. "Tube kicking" refers to the microcatheter shaking so much that it would be kicked out of the aneurysm by the spring coil.